Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The motor had a corroded home switch. No motor error alarm could be verified due to the blank display. The insulin pump was received with a cracked reservoir tube lip. The motor could not be tested due to the corroded home switch.

Event description:
Customer reported motor error alarm. No additional information is provided.